Manufacturer narrative:
Prior complaint files were reviewed and it was confirmed this incident was not reported to ferno at the time of occurrence. The device was never made available for evaluation. A serial number lookback confirmed there were no prior complaints on this unit nor were there any service records available from the authorized service company.

Event description:
Ferno was made aware of a pending legal action wherein the plaintiff, a medic, is alleging injury as a result of an incident that occurred after unloading the stretcher from a helicopter. The plaintiff is alleging the brracket on the backrest broke causing the patient to lean forward suddenly and the stretcher began to tip forward. The medic was able to stop the forward tip and return the stretcher to its right position. The patient was not injured. The medic is alleging injury to her left wrist/arm as a result of the incident. Ferno is not named as a party to the legal action.